Event description:
It was reported that the product was used for laceration closure. The pt presented with an infection after an unspecified time-frame. The customer is not sure if the wound was properly irrigated and thinks the product may have sealed in bacteria. Current condition of the pt is unk. No more information was provided.